Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user returned from vacation and observed that the ilet delivered more insulin than expected for a usual breakfast, after which the user measured a blood glucose of 78 mg/dl and expressed concern about hypoglycemia while performing physical work; troubleshooting and education on corrections, low management, and post-vacation pump operation were provided. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included user interview and troubleshooting education. Investigation of this case revealed no device malfunction reported and focused on user guidance regarding insulin delivery expectations with changes in routine and meal size. It was concluded, based on previously established findings for similar reports, that the cause was unclear and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.